Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that different intact parathyroid hormone (ipth) results were obtained on a patient sample on an advia centaur cp instrument. Quality controls (qcs) and calibrations were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the wash/rinse blocks, aspiration peripump tubing, rinse peripump tubing, luminometer, wash blocks, sample syringe, reagent valve, reagent syringe, caps for the peristaltic pump tubing for pumps, and tubing for both pumps. The cse also replaced the deionized water and wash1 line from bottle to the instrument. The customer ran 10 replicate pression study, which recovered acceptably. The cause of different ipth results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different intact parathyroid hormone (ipth) results were obtained on a patient sample on an advia centaur cp instrument when the sample was run in duplicate. None of the results were reported to the physician(s). The sample was sent to an alternate hospital for further testing. The result obtained at the alternate hospital is unknown and the customer did not provide the correct result for this patient. There are no known reports of patient intervention or adverse health consequences due to the different ipth results.